Manufacturer narrative:
The device was received with cracked case at the display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, severely scratched and cracked display window, stripped battery cap coin slot.

Event description:
The customer reported via phone call that the pump is broken on the battery chamber. The customer blood glucose level at the time was 110mg/dl. It is reported that there are cracks and chipping on the battery chamber rim. The customer was advised to discontinue use of the device and that it would have to be replaced. The device is being returned for analysis.